Event description:
A pt reported blood glucose results of 14.7 mmoi/l, 15.6 mmoi/l, 14.7 mmoi/l, 11.0 mmoi/l and 5.3 mmoi/l with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or 1.11 mmoi/l, thereby indicating a potential malfunction of the meter in terms of precision.